Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions code : it cannot be determined whether the rise in thresholds was related to device function.

Event description:
Boston scientific (bsc) crm received and reported the following info: "this left ventricular (lv) epicardial lead was surgically abandoned as the result of high threshold measurements. The device associated with this lead had reached elective replacement indicator with a monitoring voltage measurement of 2.27 volts and was suspected for early elective replacement indicator (eri) due to extended charge time behavior, as a result of the device's association with the mid-lift display of replacement indicator advisory."